Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported upon removal the tampon fell apart. She manually removed the remaining tampon pieces. She went to her obgyn for an unrelated issue and her doctor did not see anything and she was feeling fine.